Event description:
The manufacturer received information related to an unknown philips CPAP device. The patient reports receiving a replacement device for the uno recall. The patient alleges a lump on the neck, of which their doctor could not determine the cause. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.